Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: on examination, the battery compartment is cracked both above and below the finger grip pad. Investigation confirmed the alleged cracked/damaged case.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; damaged battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.